Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary : the photo investigation revealed that the vapr clplse90 electrode w hand cntrls had the cover for the active tip detached from the device. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would contribute to the complained device issue. Based on the investigation findings, a potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. As per IFU, carefully insert and withdraw electrodes to avoid possible damage to the device, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : a manufacturing record evaluation was performed for the finished device u2302138, and no non-conformances were identified.

Event description:
This is report 2 of 2 for (B)(4). It was reported from singapore that during an arthroscopic rotator cuff repair procedure, it was observed that the tip on the vapr clplse90 electrode w hand cntrls device came off but was removed. The procedure was completed successfully with a delay of 10 minutes. The exact date of the event was unknown. There were no adverse consequences to the patient reported. No additional information was provided.